Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013298786); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implantation of a transcatheter aortic valve, a pre-implant balloon dilation was performed with a 24 millimeter (mm) non-compliant balloon. Good expansion was noted and no waist was visible on the balloon at max expansion. The first valve was loaded by a nurse. Subsequently, crown overlap between nodes 3-4 was observed on screening. The valve load was accepted. During deployment, an infold was observed when the valve was expanded to 80%. The valve was recaptured and removed from the patient. A new valve and new delivery catheter system (dcs) were loaded by a nurse and crown overlap to node 1 was identified on screening. The valve load was accepted. The valve was deployed to 80% but was deep at approximately 10 mm on the non-coronary cusp (ncc). The valve was recaptured. A second deployment attempt was performed, but the depth was still deep and landed at the same depth as the first attempt. The valve was recaptured again. A third deployment attempt was performed, and the valve was deployed slightly higher at approximately 6-8 mm on the ncc in cusp overlap view. The implanters decided the implant depth was acceptable. During release of the valve, the valve dislodged deeper and landed in an intra-annular position. ¿supra-skirtal leak¿ was noted and the depth was greater than the height of the sealing skirt of the valve. Subsequently, torrential regurgitation was noted on aortogram. A pos t-implant balloon dilation was performed with a 25 mm non-medtronic balloon, but the regurgitation did not improve. The physician opted to implant another 34 mm medtronic transcatheter valve. The third valve was loaded into a new dcs, and crown overlap to node 1 was identified. The valve load was accepted. During the first deployment attempt, the valve was deployed too deep within the initial valve and torrential aortic regurgitation was observed on aortogram at 80% deployment. The valve was subsequently recaptured. A second attempt was performed slightly deeper than planned. The valve was deployed at node 2, approximately 10 mm above the initial valve inflow. Significant reduction of regurgitation was noted at this depth, but the implanter wanted to go slightly higher to see if any more regurgitation could be resolved, so it was decided to recapture the valve; however, the dcs was rotated in the wrong direction. Subsequently, the valve was deployed to 100% instead of recapturing. The final position was at approximately 10 mm above the inflow of the initial valve (node 2/top of the first diamond). A final aortogram was performed which revealed mild paravalvular leak (pvl) and a non-medtronic guidewire showed a single digit gradient of approximately 6 millimeters of mercury (mm hg). The access site was closed without complications. It was noted that a procedural delay of 5 minutes occurred after the first valve infolded, and a further 30-minute delay occurred after the second valve dislodged into the left ventricle, and the third valve was prepped and deployed. It was reported that there was a possible requirement for more aggressive antiplatelet/anticoagulation therapy. The patient remained stable throughout the whole procedure.

Event description:
Additional information was received that the severity of the supra-skirtal leak was severe. It was noted that the patient¿s anatomy was large, and the left ventricular outflow tract (lvot) was flaring and getting larger towards the left ventricle, which contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail catheter. After valve dislodgement, the valve was partially mobile as the waist of the valve sat at the annular level, and this was equated to a 24 mm diameter portion of the frame sitting in a considerably large annulus. The depth was greater than 14 mm following dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.